Manufacturer narrative:
Biolytical is currently waiting to obtain more information from the customer. Following has been requested from the customer: sample test kits from customer's site, patient samples of the two patients involved, additional information on the patient's history, test results of the confirmatory testing done for patients involved.

Event description:
Complaint initially reported as leaky membrane unit and later evolved as (B)(6) test. (B)(6) insti hiv-1/hiv-2 antibody test results seen for 2 patient samples that were tested (B)(6) with (B)(6) test. Patient 1 tested (B)(6) with (B)(6) but (B)(6) with insti hiv test. This test also resulted in leaky insti membrane unit. Patient 1 did not show up for 4th generation confirmatory testing. (B)(6) status not confirmed. Patient 2 tested (B)(6) by (B)(6) test but (B)(6) with insti hiv test. Patient 2 tested (B)(6) with 4th generation confirmatory test.

Manufacturer narrative:
Biolytical spoke with (B)(6) to confirm details of the complaint and requested return of 5 x insti kits and solutions for investigation. Additional correspondence from (B)(6) (relayed by sales team): (B)(6) from (B)(6) suggests that the false negative results are likely due to human error as they were performed by the same tester and they have had issues with this individual previously. Biolytical investigated in-house retained test kits from lot 1705ab065 and all test results were as expected: testing results were all as expected and no non-conformities were observed upon investigating the retain kits from lot 1705ab065 10/10 replicates were hiv positive with hiv-1 lod plasma as sample. Biolytical also investigated returned sample test kits that were sent by (B)(6). Returned sample test kits for investigation (rga-18-001 samples 5x kit lot 1705ab065) arrived at biolytical on 14-mar-2018. Three of the received kit lots were tested with hiv-1 lod and two were tested with hiv negative control sample. Testing results were all as expected and no non-conformities were observed upon investigating the returned kits from lot 1705ab065. 2/2 replicates were hiv negative with negative control as sample. 3/3 replicates were hiv positive with hiv-1 lod plasma as sample. All components for kit lot 1705ab065 passed the qc release testing. There have been no prior customer complaints regarding this lot of insti hiv-1/hiv-2 antibody tests. Investigational testing (ia-18-005) of kit lot 1705ab065 (biolytical retention and returned kits) with hiv-1 lod positive plasma sample resulted in reactive results for all replicates, thus indicating that the kit performance is not impacted. Biolytical sent response to (B)(6) at (B)(6) with update on product support testing of returned kits. Biolytical sales team will arrange additional user training to the operators at (B)(6) and the 5 insti tests returned to biolytical for investigation will be reimbursed to (B)(6). No further response or investigation required at this time.

Event description:
Complaint initially reported as leaky membrane unit and later evolved as false negative test. Negative insti hiv-1/hiv-2 antibody test results seen for 2 patient samples that were tested positive with orasure hiv test. Patient 1 tested positive with orasure but negative with insti hiv test. This test also resulted in leaky insti membrane unit. Patient 1 did not show up for 4th generation confirmatory testing. Hiv status not confirmed. Patient 2 tested positive by orasure hiv test but negative with insti hiv test. Patient 2 did not come back for follow up testing there is no information to as if this was a true insti false negative or a oraquick false positive.

Event description:
Complaint initially reported as leaky membrane unit and later evolved as (B)(6) test. (B)(6) insti hiv-1/hiv-2 antibody test results seen for 2 patient samples that were tested (B)(6) with orasure hiv test. Patient 1 tested (B)(6) with orasure but (B)(6) with insti hiv test. This test also resulted in leaky insti membrane unit. Patient 1 did not show up for 4th generation confirmatory testing. (B)(6) not confirmed. Patient 2 tested (B)(6) by orasure hiv test but (B)(6) with insti hiv test. Patient 2 tested (B)(6) with 4th generation confirmatory test.